Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus trading (shanghai) limited (osh). During the incoming inspection, osh found failure in the image input/output board and the receptacle of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. More than ten years have passed since the subject device was manufactured and installed to the facility. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the reported phenomenon was attributed to the failure in the board and the receptacle due to aging deterioration.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that endoscopic image did not appear during a choledochoscopy with the device and a endoscope model chf-p60. The procedure was completed without replacing the device. Then, olympus inspected the device at the service department of olympus (B)(4) limited and the reported event was reproduced. It was also found front panel and connector abnormality. There were lines in the endoscopic image. There was no report of patient injury associated with this event.